Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance between 8000-9000 ohms with vns systems diagnostics testing at an office visit. X-rays were performed and showed no discontinuities per the reporter. Vns diagnostics were last within normal limits in (B)(6) 2012. The vns settings were initially decreased when the high impedance was noted, but the vns was later disabled. The patient had no known trauma and was not experiencing any adverse events. X-rays were not provided to the manufacturer for review. Vns replacement surgery was initially planned for (B)(6) 2012, but the patient's parents canceled the surgery as the patient has been seizure-free.